Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv lead was explanted. Physician decided to replace rv lead after reviewing strips and deciding that svc-can was actually noise on the lead. Patient is doing fine now.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicates that during the lead extraction procedure the patient suffered a stroke due to a loose blood clot. As a result, patient's speech was impaired. Patient is recovering.